Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy that was initiated on (B)(6) 2014 at 19:19:52. During night drain cycle four, the patient's ultrafiltration reading was 972ml, indicating the home patient (hp) drained 972ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.